Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during an elective system explant, the physician experienced difficulty releasing the header setscrew of this subcutaneous implantable cardioverter defibrillator (s-ICD). The lead was cut and both devices were successfully explanted. The s-ICD was later returned for laboratory analysis with no resulting adverse patient effects.

Manufacturer narrative:
Analysis determined there was no problem detected with this product. The clinical observations were unable to be confirmed through laboratory analysis as the setscrews were confirmed to be operating normally during testing. The instructions for use (IFU) provides additional instructions on how to loosen stuck setscrews if they occur during procedures and reminds users not to back the setscrew out against the backstop. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an elective system explant, the physician experienced difficulty releasing the header setscrew of this subcutaneous implantable cardioverter defibrillator (s-ICD). The lead was cut and both devices were successfully explanted. The s-ICD was later returned for laboratory analysis with no resulting adverse patient effects.